Event description:
Boston scientific received information that the patient's system triggered lead safety switch (lss) which indicates an out-of-range (oor) impedance measurement. Upon interrogation, the right ventricular (rv) lead impedance was 2470 ohms. Boston scientific technical services (ts) recommended options to the caller to assess and evaluate the rv lead. Additional information indicated that a chest x-ray was performed; however, the results were inconclusive. The patient will continue to be monitored at this time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.